Manufacturer narrative:
Continuation of d10: product ID a610, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in order to resolve the issue a device restart may be required. The hcp did not want to proceed with doing that due to the patient's dystonia diagnosis. The cause of the issue was not determined.

Event description:
It was reported that it was impossible to get therapy impedance measurement with pop up showing code: 0x4089d71a. Physician use clinical tablet to adjust stimulation parameter on the ins. They did an impedance measurement and switch to stimulation parameter to change them. They went back to impedance measurement to verify new therapy impedances. Code message appear with no possibility to access to impedances therapy measurement. They stop session, began new session with several tablets. Can not access impedance measurements anymore on this device. When tried with other tablets the issue is the same.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: explanted: product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.